Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display and no unlock connector noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she were trying to bolus but received an alarm and the bolus stopped. The screen was frozen but the time was moving. The insulin pump was beeping and she was unable to clear the alarm. Customer's blood glucose level was 173 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.